Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up, down and ok buttons were not responding as consistently as they used to and lock daily. The reporter confirmed that the keypad was intact. The patient reportedly does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no damage to the rubber keypad. Evaluation revealed that there was contamination under all button contacts. Unrelated to the complaint, evaluation revealed that the lens as scratched. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.